Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 425 mg/dl while wearing the pod for 48 hours on the abdomen. The patient felt dizzy and was vomiting. The patient called 911 and was taken to the emergency room (ER). At the ER they were treated with saline solution and insulin. The patient was taking steroid cream which the doctors state could have contributed to the high bg's the patient was discharged after 11 hours.